Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced high blood glucose with unknown value and was correcetd with injection via multiple daily injections due to blockage in the tubing on (B)(6) 2026. No further information available.